Event description:
Percutaneous coronary intervention (pci) was being performed on a 75% de novo lesion in the left circumflex artery with slight tortuousity and moderately calcified. The lesion was pre-dilated with a 2.5x15mm maverick balloon, and a 3.0x13mm cypher stent was delivered to the target lesion. While inflating the unit at the target site, the balloon ruptured at 13 atmospheres (atm). Intravascular ultrasound (ivus) was conducted. Because the stent was under dilated, post-dilation was conducted with a 3.0 quantum maverick balloon, and the procedure was successfully completed. The physician commented that there was a possibility that the balloon ruptured due to the moderately calcified vessel.

Manufacturer narrative:
Please note that this product is not distributed in the united states. However, it is similar to the us distributed. It is available for testing and eval but the engineering report is not available as of this writing. Add'l info received will be submitted within 30 days upon receipt.